Manufacturer narrative:
Evaluation summary: by november 2022, no additional information, including culture test results, was obtained. No information affecting safety at this time. The customer contacted pentax because they did not disinfect before use, and we are aware that reprocessing that should have been carried out was not carried out. Correction information: g6: follow up #1 h2: type of follow up h3: device evaluated h6: coding changed based on the investigation result.

Manufacturer narrative:
(B)(4). The pentax medical sales rep responded on behalf of the user facility on 11-nov-2021 and started that the user facility is adamant no contamination event has occurred. The contact stated all she requested from the tech was to find out how we send endoscopes back to customers if they are sterilized or high level disinfected. The pentax medical sales rep asked her to send an email explaining what was discussed on the phone but she refused stating there is no need for an email if no event has occurred and that she's doing her own investigation on how this blew up and will report anything that needs to be reported. Good faith efforts were made with no additional information being provided as of 07-dec-2021. The customer owned endoscope has not been received by pentax medical for evaluation as of 07-dec-2021. Model ec-3490li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested the decontamination/ sterilization procedure after an endoscope was repaired at the pentax medical service facility and returned to the user facility. The customer stated they are requesting said information, as the endoscope was used with a patient but was not disinfected [prior to use] at the user facility involving a pentax medical video colonoscope model ec-3490li, serial number (B)(4).